Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump currently showing a fill estimate issue. The displayed fill estimate was 105 units and remained static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer technical support educated the caller on the cause and informed them that the fill estimate would return to normal once the insulin level matched the static display. Caller understood and acknowledged the explanation.